Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device displayed premature battery depletion. All electrical parameters were within normal range. The device was explanted and replaced. The patient was stable after the procedure.